Manufacturer narrative:
Updated fields: b5 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misloads were identified prior to the procedure. For both the first and second valve, the deployment starting point was bottom of the pigtail and a confida guidewire was used. Prior to dislodgement, the first valve was at an implant depth of 3mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). The first valve dislodged aortically, and was at an implant depth of 3mm on the ncc and lcc afterwards. A procedural delay occurred as a result of the infolded first valve. Prior to dislodgement, the second valve was also at a depth of 3mm on the ncc and lcc. After dislodging aortically, the second valve was at an implant depth of 2mm on the ncc and lcc. No procedural delay occurred as a result of the infolded second valve.

Manufacturer narrative:
Corrected fields: d10 h11 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-34, serial/lot #: unknown, ubd: 19-apr-2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data h6 conclusion: review of the device history record (DHR) and frame record for this device was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. No images of the implantation procedure were available for medtronic review and the valves were not returned to medtronic, so no product analysis could be performed. The subject delivery catheter system (dcs) was discarded by the customer, and as such no analysis could be performed. No procedural images were provided for review. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the infold was noted after recapture for both valves. Good loads and proper implant depth were reported, however imaging was unavailable to confirm. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a bicuspid type 1 native valve. A pre-dilation was performed using a 23mm balloon. The first deployment attempt of the valve led to a dislodgement. The valve was recaptured, however an infold was then observed and the valve was removed from the patient. A second valve was successfully loaded, however upon deployment the second valve also dislodged. After recapture, infolding was observed in the second valve. The valve was removed from the patient and a non-medtronic valve was successfully used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-34, serial/lot #: unknown, ubd: 19-apr-2026, product ID: d-evolutfx-34, serial/lot #: unknown, ubd: 19-apr-2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.